Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. All broken pieces were removed form the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device in an additional drill bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures were returned off the insertion device. The anchor is broken and missing ribs. The sutures are still threaded through the implant. Bio debris is present. No other deficiencies are visible. A functional evaluation could not be performed because the implant has already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include use of excessive force during insertion, this can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code